Event description:
The patient¿s leads were replaced following multiple falls that resulted in high lead impedances, preventing entry into MRI mode. Postoperatively, therapy was successfully restored.

Manufacturer narrative:
Patient weight and date of event are estimated. The event of lead revision was reported to abbott. The patient reported multiple falls. The patient had high contacts. The patient's leads were explanted and replaced due to needing MRI. Stimulation restored in post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.